Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as excessive user-applied mechanical forces, misaligned insertion, and improper bone preparation.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3638ds knotless fibertak disposable kit bound up and snapped at the hub near the drill during drilling. Additionally, an ar-3636 knotless 1.8 fibertak passing suture pulled out of the all-suture anchor, which appeared to be broken. The surgeon was able to remove all components from the patient. This was discovered during a labral repair procedure on (B)(6) 2025. Additional information was received on 11/13/2025: all fragments were successfully retrieved from the patient. The procedure was completed using an ar-3610pk-3 percutaneous insertion kit for the knotless fibertak anchor. A two-minute delay occurred while obtaining the replacement kit. No additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.